Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal posterior descending coronary artery that was mildly tortuous, mildly calcified and 80% stenosed. After deployment of the non-abbott stent, strong resistance was felt with the stent delivery system when retrieving the hi-torque balance middleweight universal ii guide wire. Both the guide wire and stent delivery system were removed independently of one another. There was no damage to the implanted stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.